Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit would not pass 8 psi and had a leak in the pneumatic system. There was no patient involvement.

Manufacturer narrative:
It was reported that during the pm, cs300 intra-aortic balloon pump (iabp) would not pass 8 psi on pm, leak in pneu. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He checked unit, remove compressor and tightened hoses, lubed seals and retested. Unit still failed x-2 drive pressure test. Should read between 0 to 125 mmhg and it is reading 128-131. Leak in the pneumatic system or motor needs rebuilt. Ordering parts and will visit. Replaced parts and tested.